Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022 due to severe inflammation and infection at the implant site. The patient is being treated with topical and IV antibiotics (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 07, 2022.